Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded motor home switch, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Event description:
Customer reported via phone call that there was fluid in the device. Device had cosmetic damages. Customer's blood glucose was 132 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.